Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d2; d4; d10; g4; h2; h3; h6 complaint sample was returned and reviewed against the reported event. Visual review of the device confirms the blue sleeve on the inserter has fractured. Strike plate shows signs of previous uses. DHR was reviewed and no discrepancies were found that are related to the reported event. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported during preparation for surgery the instrument case was opened and the blue sleeve at the tip of the kinectiv inserter was found to be cracked. Attempts have been made and additional information on the reported event is unavailable at this time.